Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, there was deformation/fracture in 5cm proximal section of inner coil which lead to extension problems, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the stylet could not be placed and an audible 'click' could be heard when extending/retracting the screw. The lead was not implanted. No patient complications were reported as a result of this event.